Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to metal ion elevated blood levels. Doi: unknown. Dor: (B)(6) 2021. (Left hip).

Event description:
Medical records received. After review of the medical records, the patient was revised to address metallosis, and debridement of synovium. Depuy bearing and head exchange from metal on metal to ceramic on poly. MRI showed thickened capsule and fluid in the left hip region. The operative note reported a large amount of brown intra-articular fluid. There was metallosis debris removed from the cup. Clinical visit reported groin, chronic hip pain, discomfort, metallosis, elevated metal ions and back pain. The patient was treated in late 2020 for left hip flexor strain & l inguinal pain and strain. Doi: (B)(6) 2010; dor: aug 3, 2021; left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. Review of the x-ray evidence was not able to confirm the complaint. In order to observed implant wear, photo evidence of the explanted device is required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot; the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a device manufacturing (mre) review will not be performed even when product/lot information is known. Per (B)(4) it has been determined that, for the mom platform and related allegations an mre is not required.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of medical records, medical reported on (B)(6) 2021, the patient was revised due to metallosis of the hip. Surgical notes reported that the patient begun to experience pain and discomfort. Work up revealed an increased med alliance and blood MRI showed thick capsule.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d4 (lot), d6a, d10 (concomitant med products), e1, g2, h4, h6 health effect - clinical code e3 initial reporter occupation: (B)(6) h6 (health effect - clinical code): metal related pathology (e1618)) is being utilized to capture blood heavy metal increased & metal poisoning. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: e2 (health professional), g1, h6 medical device problem code.

Event description:
Update ad 11 jul 2022: in relation to aei note (B)(4), (B)(4) has been re-opened due to pinnacle mom litigation record received. Litigation alleges metal poisoning due to elevated metal ions resulting to hip pain, discomfort, thick capsule and fluid in the left hip, metal debris, removal of the large amount of brown intra-articular fluid, excision of metallosis tissue around the acetabular cup, debridement of metallosis tissue around the metal liner and neck, emotional trauma and distress. Doi: (B)(6) 2010; dor: (B)(6) 2021; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. Review of the x-ray evidence was not able to confirm the complaint. In order to observed implant wear, photo evidence of the explanted device is required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and stated that there was a shoulder arthroplasty undergone by the patient, however, the devices utilized were competitors.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. Review of the x-ray evidence was not able to confirm the complaint or found anything indicative of a device nonconformance.. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Event description:
The patient was revised to address metallosis, debridement of synovium. Depuy bearing and head exchange from metal on metal to ceramic on poly. MRI showed thickened capsule and fluid in the left hip region. Operative note reported large amount of brown intra-articular fluid. There were metallosis debris removed from cup. Clinical visit reported groin, chronic hip pain, discomfort, metallosis, elevated metal ions and back pain. Patient was treated in late 2020 for left hip flexor strain & l inguinal pain and strain. Doi: (B)(6) 2010.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a device manufacturing (mre) review will not be performed even when product/lot information is known. Per wi-3430 it has been determined that, for the mom platform and related allegations an mre is not required. H6 clinical symptoms code: appropriate term/code not available (e2402) used to capture blood heavy metal increased.